Event description:
It was reported that a scheduled transmission review on this implantable cardioverter defibrillator (ICD) showed a recorded ventricular fibrillation (vf) episode with noise that caused pacing inhibition. The noise appears to be electromagnetic interference (emi). At this time the device remains in service and no adverse patient effects were reported.